Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found fluid had been spilled on the side rail causing the latch mechanism not to move freely. The technician cleaned the side rail latch assembly to resolve the issue.